Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for evaluation. Should new relevance information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms in the morning during bolus delivery for treatment of elevated high blood glucose levels. Reportedly, the customer would perform troubleshooting and change out infusion set tubing and infusion set site if necessary. During troubleshooting with tandem technical support, pump data was reviewed and showed that cartridge changes occurred approximately every 7 days.